Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. One case of alternate samples from product 050-87215 lot number 16br08060 from the distribution center were received. A visual inspection was performed on four tubing set; during inspection no defects were found, the tubing set was found acceptable. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported a cassette fluid leak during treatment. The patient opened the cassette door to remove the cassette and found fluid inside the cycler door. The patient was advised to contact the pd nurse regarding the fluid leak on how to complete the treatment. During follow up, the nurse reported there were no injuries or complications from the leak event. The patient's effluent remained clear and the patient was not prescribed any antibiotics.